Manufacturer narrative:
Initial evaluation showed a failure of the x-rau tube and further x-ray was prevented. The investigation is ongoing and a root cause has not yet been determined. A supplement report will be filed upon conclusion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a procedure on the artis q zen, the customer finished inserting a stent. When attempting to move the c-arm to another position, a loud sound was heard. After the sound was heard, exposure/ fluoro was not possible and the system showed a warning. A mobile c-arm device was brought into the exam room and the procedure was completed. There was no impact to the state of health of the patient treated.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. It was determined that the root cause of the xray tube failure was a blockage of the turning anode. The x-ray tube was exchanged and there are no further tube problems since the tube was changed. The risk of a death or serious deterioration in state of health has been quantified and found to be negligibly small.